Event description:
It was reported that the cartridge was not fitting properly on the pump due to an o-ring on the pneumatic tap. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no significant impact. The customer received instructions to remove the o-ring and clean the area before reinstalling the cartridge, successfully completing the loading process and resuming insulin delivery.